Manufacturer narrative:
Investigation discovered corrosion on the bottom housing and pcb board. The presence of corrosion on the pcb board led to the device not establishing communication with the master pdm. Multiple attempts were made to establish communication with the master pdm, including the removal of the pcb and powering the component itself to establish communication. All attempts made were not able to download the pod data. The fluid path was inspected and discovered the o-ring of the reservoir to be inadequate. The inadequacy of the o-ring caused fluid to leak out of the reservoir, thus causing corrosion on the pcb. Further investigation of the device discovered a puncture on the housing vent of the bottom housing. Although damage was observed on the housing vent of the bottom housing, this did not affect the functionality of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 315 mg/dl while wearing the pod between 4 and 24 hours on the leg. For treatment, the patient changed out the pod, drank water and gave correction bolus.